Event description:
One device was returned for analysis. Investigation found damaged downstream occlusion (dso) sensor and degraded dso seal, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis. Log events were reviewed and there were no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Inspection of device found damaged downstream occlusion (dso) sensor and degraded dso seal, which indicates seal integrity is compromised and is a reportable malfunction. This indicates the integrity of the seal was compromised and could result in an interruption of therapy. This presents a reportable malfunction. The dso sensor and seal were replaced to correct the issue.